Manufacturer narrative:
Device evaluation: a vyaire medical field service representative (fsr) evaluated the suspect device onsite. The fsr determined the turbine needed replacement. The turbine was replaced by the fsr and returned the vela ventilator to manufacturers specifications.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report.

Event description:
It was reported to vyaire that the vela ventilator experienced vent inop and motor fault alarms. There was no patient involvement associated with the reported issue.